Event description:
On two separate occasions the customer compared her blood glucose results between the contour link meter and her continuous blood glucose monitor. The contour link read 237 and 178mg/dl and the second meter read 95 and 90mg/dl, respectively. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant no adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer